Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that failed biometric identifier (bio-ID) and non-functional latch on door 1. A field service engineer replaced the latches and bio-ID and began testing; latch functionality was restored, but bio-ID remained non-functional despite the scanner being recognized by windows. The application failed to enable the scanner during login, leading to escalation for software investigation. The device was later reimaged, which resolved issues with bio-ID, barcode scanner, hardware test application (hta) access, and random application errors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower user was unable to sign in due to a failed biometric identifier. Additionally, tower door 1 would not open and required a new latch. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.